Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following deployment of the leadless implantable pulse generator (ipg) during implant, increasing thresholds were noted and pacing failure was encountered the following day. The physician also suggested that there might be a problem with the tip of the leadless ipg which could have resulted in the raise in threshold.  The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.